Event description:
A surgeon reports that following intraocular lens (iol) implant surgery using the iol delivery system he noticed a 'white fleck' floating across the eye at the one day post-operative exam. The pt's intraocular pressure (iop) was 34mmhg and the report was treated with iop lowering medications. The pt experienced pain the night of the implant surgery. Five days following implant surgery, the cornea did not look good, but the pt's iop was 6mmhg. The pt was referred to a retinal specialist who indicated the pt did not have endophthalmitis. Seven days following implant surgery, the pt's vision was count fingers (cf) and iop was in the low teens. The surgeon felt the pt's symptoms were the result of a 'toxic reaction' but is uncertain of the origin. The pt's outcome was poor.